Manufacturer narrative:
(B)(4). This reported issue was not confirmed as the sample was not available for evaluation. The cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Patient found one used minicap with crack line, thus not comfortable to use the rest of the minicaps and request to exchange other lot. There was patient involvement. But no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Lot number is known, therefore batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.